Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation beneath her breasts and on her sides. The area was described as a rash. There was no broken skin or oozing reported. The patient's doctor prescribed a cream which was helping. The patient ended use of the device. During a follow up, the patient reported that the cream was helping and the area was healing.